Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus for 200 mg/dl, and then administered a manual injection of 2 units and experienced a blood glucose (bg) level of 50 mg/dl. The customer consumed coffee to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.